Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event has been estimated. Date of implant has been estimated. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us. The scaffold remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the patient presented with a st-elevated myocardial infarction (stemi) in (B)(6) 2014. The index procedure was to treat a de novo lesion located in the left anterior descending (lad) artery with moderate calcification. Vessel sizing was performed with optical coherence tomography (oct) and determined to be 3.0 mm. Pre-dilatation was performed using an unspecified balloon catheter at 16 atmospheres (atm) with residual stenosis reduced to less than 40%. An unknown absorb was implanted and post-dilatation was performed with a 3.0 mm nc trek balloon at 21 atm. The final angiographic residual stenosis was less than 10%. Oct was used to confirm the absorb scaffold was fully apposed to the vessel wall. The patient was placed on dual anti-platelet therapy (dapt) consisting of aspirin and clopidogrel. On an unspecified date post index procedure, the patient presented with in-scaffold restenosis and a drug eluting balloon was used for treatment. On (B)(6) 2017 the patient presented with angina and a stemi. Oct was performed and identified possible scaffold thrombosis in the proximal end of the scaffold. The thrombus was treated with dilatation and the implantation of another drug eluting stent for a lesion next to the scaffold. The final patient outcome was good. The patient was confirmed to have been compliant in following the dapt post implantation of the absorb. No additional information was provided.

Manufacturer narrative:
(B)(4). Unique device identifier (UDI): in the absence of reported part number, UDI cannot be calculated. There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record and complaint history of the reported device could not be conducted because the part and lot numbers were not provided. The reported patient effects of angina, myocardial infarction, thrombosis and restenosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use are known adverse events associated with the use of a coronary scaffold in native coronary arteries. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
Subsequent to filing the initial MDR, the following information was received: the date the patient returned with in-scaffold restenosis was (B)(6) 2015. The patient also presented with chest pain and unstable angina.